Event description:
It was reported that the user experienced high blood glucose and self-treated with a syringe insulin injection and oral fluids while the ilet pump remained connected, after which the agent educated that administering external insulin without disconnecting the pump can lead to unaccounted insulin delivery, potential hypoglycemia, and interference with pump learning, and offered step-by-step supply change troubleshooting and replacement supplies. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included customer interview and troubleshooting support. Investigation of this case revealed user technique concerns related to concurrent external insulin dosing while the pump was active, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.